Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell onto their back at work, and since then they have had a lot of pain at their implant site, and is getting little pain relief in their left leg. The patient stated that they think the pain at their implant is internal ¿like something broke¿ because they have no swelling. The patient also noticed that their recharging sessions were taking longer than normal. The patient explained that after their fall, they were having to charge for up to 3.5 hours. However, their charging sessions have since gone back to normal, and only take an hour. The patient was to follow-up with their healthcare provider; a manufacturing representative also spoke with the patient. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s x-rays showed that their lead has not moved. Impedances were also checked, and were good. The rep noted that the patient is still experiencing pain. They stated that their physician has told the patient their options, which were that the device could be removed, or reprogrammed. The rep indicated that they chose to reprogram the device. The rep has not heard back from the patient since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not think their neurostimulator (ins) was working properly because he had a severe fall on his back, where he landed onthe concrete, the tuesday before thanksgiving. Patient stated he thought he destroyed the ins from the fall. Patient reported the ins quit working completely at the time of the fall because he could turn the voltage all the way up and he would not feel any stimulation. Patient reported he saw a manufacturer's representative who did some reprogramming of the ins. Patient reported a nurse did an x-ray and confirmed the leads were in place but did not confirm anything for the ins. Patient reported that he could not call the rep now since the rep was on vacation. Patient stated that when the rep changed the parameters who could feel tingly feeling when he turned the voltage up, so he thinks the ins is funct ioning. Patient stated that the ins does not work, however, because ever since falling on the concrete, the patient does not cover the pain in the lower left leg. Patient reported that he also thinks he has further injured his lower back, where the nerves are pinched, causing the pain in the patient's lower legs and new pain in his back at the belt line where the nerves are pinched since the fall. Patient thinks he further damaged those locations and the ins cannot overcome the damage. Patient added that the pain in his legs is immense to a point where it is now worse than it was prior to getting implant. Patient confirmed that the rep was made aware of all these issues about a week after thanksgiving when he got the ins reprogrammed. Patient mentioned that he used to get relief after charging for 4 hours, but now he did not get any relief. Patient mentioned that he use to get some relief after charging for 4 ours but now he does not get any relief. Patient added that since christmas day, after she changed the parameters they were charging 3-4 hours for each session. But suddenly christmas day they were charging for almost 5 hours and every time they are hooked up now it says they are fully charged except for last night it charged for 10 minutes only because the patient changed the program, the program it was on stated that it was fully charged. Patient clarified and stated that it was taking him even longer to charge from 7-8 hours. Patient added that he still had pain in his lower left leg, even after charging. Patient reported in the last 2 days, they have had an increase in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representativeindicated that they saw the patient on (B)(6)2017. Impedances were checked, and all were fine. They stated that an x-ray was done, which showed that the lead was still in the same place. The patient was reprogrammed, and the device is working. No further complications were reported.